Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the brand name, catalogue no. And 510(k). Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b4, b5, b6, b7, d3, d.6b (date of explant), g3, g6, h2, h6, h10. Corrected fields: d1, d4, g4. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol modified kugel hernia patch on (B)(6) 2003. As reported, the patient is making a claim for an adverse patient outcome against the modified kugel hernia patch. It is alleged that the patient had injuries on (B)(6) 2008 and (B)(6) 2012. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient¿. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2003 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of kugel hernia patch. Per op notes, "the ventral hernia was reduced, a kugel hernia patch was placed to the fascia." (B)(6) 2006 - patient was diagnosed with recurrent ventral hernia thereby underwent repair. Per op notes, "a piece of mesh was encountered at the fascial layer below the umbilicus. Attention to the ventral hernia, a synthetic mesh was placed. The mesh was extended to the cover the previous old mesh." (B)(6) 2008 - patient was diagnosed with large ventral hernia thereby underwent repair with removal of abdominal wall mesh. Per op notes, "a midline incision was made, lysis of adhesions was performed. The mesh was removed, then a synthetic mesh was placed." (B)(6) 2012 - patient was diagnosed with bowel obstruction thereby underwent drainage of intrabdominal abscess, small bowel resection, removal of synthetic mesh.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol modified kugel hernia patch on (B)(6) 2003. As reported, the patient is making a claim for an adverse patient outcome against the modified kugel hernia patch. It is alleged that the patient had injuries on (B)(6) 2008 and (B)(6) 2012. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient¿. It is also alleged that the patient experienced emotional distress and the device was defective.